Manufacturer narrative:
Corrected: (doi and dor statement). Product complaint # (B)(4). Investigation summary: conclusion and justification status: the complaint states the patient was revised due to metallosis. A review of complaint databases did not identify any anomalies. A review manufacturing records was not required per wi 3430. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to metallosis. Right hip. Extracts from patient's notes are attached. (Patient's left hip revision see (B)(4)). Update 12 jan 2018 revision due to metallosis. Right hip. Extracts from patient's notes are attached. (Patient's left hip revision see (B)(4)). Update 12 jan 2018: pinnacle spreadsheet received. Updated codes for the head (part 136552000/lot 1950018) and insert (part 121887352/lot 1936225) . Added additional product for cup (aprt 121711052/ lot zw6et1000) and stem (part 3l92512/ lot 1890960). Doi: (B)(6) 2005; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to metallosis. Right hip. (B)(4). Update 12 jan 2018 revision due to metallosis. Right hip. (Patient's left hip revision see (B)(4)). Update 12 jan 2018: pinnacle spreadsheet received. Updated codes for the head (part 136552000/lot 1950018) and insert (part 121887352/lot 1936225). Added additional product for cup (aprt 121711052/ lot zw6et1000) and stem (part 3l92512/ lot 1890960). Doi: (B)(6) 2012; dor: dor; (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4).